Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the customer was not outside of the allowable operating altitude range at the time of this alarm. The customer successfully loaded a new cartridge to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.